Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that the patient's implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing, resulting in pacing inhibition. No intervention was performed, and the patient was stable.